Event description:
It was reported the programmer displayed an error code after start. It was also reported the rf (radio frequency) head cannot work. The programmer and rf head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported software error using an external monitor as the display did not function at all and remained dark when the programmer was powered on. It is noted the display assembly appeared to have been disassembled and reassembled as speakers were missing and screws were loose; the display flex was found disconnected and the overlay screen was found cracked. Analysis also found the case handle was cracked and dented. (B)(4).